Event description:
A customer reported physician complaints that reported elevated troponin I results did not match the clinical picture of pts. Elevated results of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.